Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease smooth opening on posterior assessed as fold flaw opening.